Event description:
Device 5 of 5. Ref MFR reports: 1627487-2013-18520, -18521, -18522 and -18744.

Manufacturer narrative:
Results - the complaint of "ineffective stimulation" was confirmed. Both 3383 lead extensions were cut but complete. The lead extensions were returned cut as a result of the explant procedure. Microscopic inspection of one of the 3383 lead extensions revealed broken wires bundled near the strain relief. The broken wires are consistent with an overstress condition the lead extension was subjected to while inside the body. All lead segments of the other 3383 lead extension were inspected under the microscope and no broken wires were observed. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.